Event description:
The manufacturer service technician reported that the device overheated. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: d10. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device overheated. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.